Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat pancreatic pseudocyst during a cystgastrostomy procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent prematurely deployed in the stomach at "step 4". The stent was removed from the patient using forceps and the procedure was completed without using another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.